Manufacturer narrative:
Product investigation: an event of patient death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, the 23 mm trifecta gt valve was implanted. According to the information from the patient's wife that was provided to abbott's patient device tracking department, the patient died on (B)(6) 2017. The cause of death is unknown.